Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that since the mobile viewing station (mvs) fuse blew out, replacement was performed. Since the power of the uninterruptible power supply (ups) was not powered on even after the replacement, malfunction of the uninterruptible power supply (ups) was judged and replacement of the ups was also performed. After replacement, normal operation was confirmed and repair was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the preparation pre-operatively, the phenomenon that the power of mobile viewing station (mvs) did not turn on occurred. The o-arm was stopped using. The operation was completed without problems. Repair was scheduled at a later date. There was no delay to the procedure. There was no patient harm reported.

Manufacturer narrative:
D11: lot number of bi71000186. Updated to rev. 1 : s/n n/a; lot number of bi71000522 updated to rev. B : s/n (B)(6). H3) the fuse was returned to the manufacturer for analysis. Analysis found that it failed bench and continuity testing. Analysis found that the reported event was related to an electrical issue. The ups was returned to the manufacturer for analysis. Analysis found that the ups would not power on. During inspection, it was found that two fused were blown and one transistor was shorted. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.